Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet, including an episode with confusion, slurred speech, weakness, and inability to walk without assistance, after which oral carbohydrates were consumed and glucose recovered; the user reported frequent alerts and expressed frustration, contemplated discontinuation, and had been intermittently announcing meals as ¿breakfast less¿ or not announcing meals, and independently reduced programmed weight to decrease insulin delivery. Symptoms included neuroglycopenic signs such as confusion, speech difficulty, and weakness consistent with hypoglycemia. Outcomes included recovery after oral carbohydrate and ongoing device use with planned follow up; no hospitalization was reported. Investigation included complaint intake with troubleshooting and user education on meal announcements, algorithm behavior, hypoglycemia treatment, and supply-handling practices, with notification to clinical support. Investigation of this case revealed user behavior factors likely contributed, including inconsistent or missed meal announcements, strengthened dosing from prior ¿less¿ entries, insulin dosing changes via lowered weight, and potential overtreatment of lows affecting subsequent glycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely user-related use pattern and therapy management contributing to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.